Event description:
The patient causes a dislocation and tissue reaction, follow-up is continued. When reviewing the x-ray, it could see the pseudo tumor around the hip joint. Because the patient does not want the revision surgery, follow-up will be continued. Cup((B)(4)) was manufactured by (B)(4). Please could you check DHR review and complaint history review prior to full investigation since it is reportable event to the government.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint shall be closed with an undetermined conclusion. It shall be entered into the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further.